Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three shocks that were possibly inappropriate due to supraventricular tachycardia (svt) with aberrancy. The s-ICD system remains in service. No adverse patient effects were reported.